Event description:
It was reported that the customer experienced intermittent and ongoing low blood glucose (bg) levels. The customer¿s bg level was displayed as ¿low¿; however, a specific value was not provided. Cause was unknown. Customer consumed carbohydrates and juice. Customer consulted healthcare provider upon recommendation from technical support and acknowledged the advice. Customer reverted to an alternate form of insulin therapy.